Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to computed tomography (CT) and now they were getting a low flow alert (02) in an arctic sun device. Flow rate (fr) was 1.4lpm, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage, system hours 6051 and pump hours 5423. Had check clear clamps and noted a lot of bubbles on the left thigh pad connection. Removed this pad and waited. It took a few minutes, but inlet pressure (ip) did increase to -7.2psi and flow rate (fr) was to 2.2lpm. Recommended to hold onto this pad for investigation and replace with a universal pad for now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "1.3.1 incorrect storage conditions". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient went to computed tomography (CT) and now they were getting a low flow alert (02) in an arctic sun device. Flow rate (fr) was 1.4lpm, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage, system hours 6051 and pump hours 5423. Had check clear clamps and noted a lot of bubbles on the left thigh pad connection. Removed this pad and waited. It took a few minutes, but inlet pressure (ip) did increase to -7.2psi and flow rate (fr) was to 2.2lpm. Recommended to hold onto this pad for investigation and replace with a universal pad for now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be 1.3.1 incorrect storage conditions. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient went to computed tomography (CT) and now they were getting a low flow alert 02 in an arctic sun device. Flow rate (fr) was 1.4lpm, inlet pressure (ip) was -1.9psi, circulation pump command (cpc) was 100 percentage, system hours 6051 and pump hours 5423. Had check clear clamps and noted a lot of bubbles on the left thigh pad connection. Removed this pad and waited. It took a few minutes, but inlet pressure (ip) did increase to -7.2psi and flow rate (fr) was to 2.2lpm. Recommended to hold onto this pad for investigation and replace with a universal pad for now.